Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be fully intact and was appropriately responsive when tested. On further testing, the main keypad buttons are normally responsive. The keypad cover was removed for investigation and there was no contamination or damage present.

Event description:
On (B)(6) 2012, the reporter called animas and alleged that the audio bolus button is not working on the replacement pump she just received. The patient was assisted in turning the audio bolus feature off and on multiple times and to check if the button works for this and for the shortcut to the normal bolus, but the button remained not responsive. The patient uses a protective lens film and wears the pump under a garment against body. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus malfunction remained unresolved.